Event description:
It was reported that a review of the device data for this pacemaker was requested. The patient was reported to have experienced syncope in the past due to an unspecified reason. This device remains in service. No adverse patient effects were reported.